Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay nbs plus system). The relay nbs plus system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (B)(4).

Event description:
I'm sorry, we have no pics or angio to show what exactly happened. Procedure was started in step 1 and device was placed correctly in the patient, instead of putting the grip in position 2 the physician put it by accident in position 4 and pulled back the sheath, but nothing happened, then we realized the delivery system is in position 4 instead of 2, we went to position 2 and proceeded with deploying the device. The device was positioned perfect right behind the lsa. He released the tip clasp mechanism in step 3 and we were very happy with the result. Somehow when he went to step 4 to retrieve the stainless steel rod into the outer sheath the whole device came down distally approx. 3- 4 cm. We didn't see the last stents captured into the outer sheath, but it seems that this was the case. To make sure nothing was wrong with the device we have decided to send it to you so you can have a look at it. We had a 2nd device in 164mm length which we implanted correctly into the other one.